Manufacturer narrative:
Article citation: sijben, isha, timmermans, floyd w, lapid, oren, et al. Long-term follow-up and trends in breast augmentation in 527 transgender women and nonbinary individuals: a 30-year experience in amsterdam. Journal of plastic, reconstructive, and aesthetic surgery. 14mar2021; 1-10. Https://doi.org/10.1016/j.bjps.2021.03.107. The events of seroma, infection, and capsular contracture baker grade: unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection(2), hematoma (2), capsular contracture, baker grade unknown (26), implant rupture (30), seroma (3), low grade infection (2), asthetic problems: dislocation, malposition, asymmetry, rippling, cleavage tenting, or double bubble sign of implants (20)."

Event description:
Journal article: long-term follow-up and trends in breast augmentation in 527 transgender women and nonbinary individuals: a 30-year experience in amsterdam. Article reported 527 patients implanted with unknown allergan devices and reported the following events: short-term complications: infection resulting in explantation (2) hematoma requiring further surgery (2). Long-term complications:capsular contracture (26; 7 patients had capsulectomy, 19 patients had replacement) implant rupture (30)seroma leading to explantation (3)low-grade infection leading to explantation (2) asthetic problems: dislocation, malposition, asymmetry, rippling, cleavage tenting, or double bubble sign of implants (20).